Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to repair a chronically draining fistula and to remove the infected device that was densely adherent to the small bowel. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of a ventral incisional hernia. A bard/davol composix l/p was implanted in the patient during this repair. (B)(6) 2014: the patient underwent surgery to repair a chronically draining fistula. During the surgery, the surgeon noted that the mesh was infected and densely adherent to the small bowel. The mesh had to be removed. The patient continues to experience complications related to the bard/davol composix l/p. The patient will likely require additional surgeries to repair the damage from the mesh. The mesh implanted in the patient failed to reasonably perform as intended. The product therefore had to be surgically removed, necessitating further invasive surgery to repair the very issue that the mesh was intended to repair. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
This is an addendum to the initial emdr to make a correction manufacturing date. This correction does not change the initial determination, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of a ventral incisional hernia. A bard/davol composix l/p was implanted in the patient during this repair. (B)(6) 2014: the patient underwent surgery to repair a chronically draining fistula. During the surgery, the surgeon noted that the mesh was infected and densely adherent to the small bowel. The mesh had to be removed. The patient continues to experience complications related to the bard/davol composix l/p. The patient will likely require additional surgeries to repair the damage from the mesh. The mesh implanted in the patient failed to reasonably perform as intended. The product therefore had to be surgically removed, necessitating further invasive surgery to repair the very issue that the mesh was intended to repair. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.